Event description:
Information was received indicating that an alarm with no message was noted with a smiths medical cadd cassette reservoir. It was also reported that the cassette was changed with different pump and no further alarm was noted. No adverse effects were reported.